Event description:
Information was received from a healthcare professional regarding a patient via a rep with an internal neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that the patient¿s device was not effective. No symptoms reported. No further device complications reported/anticipated.

Manufacturer narrative:
Updated event description if information is provided in the future, a supplemental report will be issued.

Event description:
Standard post op reprogramming was performed as a troubleshooting/diagnostic attempt. The issue was resolved when the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the cause of device not working was not determined and the patient weight was unknown.